Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced an unspecified infection and abdominal pain. The location of the infection was unknown. The cause of the events was not reported. It was reported the patient was hospitalized for the infection and another indication. The patient was treated with unspecified antibiotics for the infection. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information is available.